Manufacturer narrative:
(B)(4) this event was reported to have occurred in (B)(6) 2015. The device was manufactured (B)(6) 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device¿s flow rate was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. The reporter stated that the expected therapy time was 96 hours; however, the device was completely empty after 48 hours. The device had been filled with fluorouracil diluted with 5% glucose solution to a total of 194ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.